Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have the conductor wire dislodged from its normal position at the grip routing. As a result, the instrument could not open fully. The wire insulation was damaged, and the internal wire was exposed. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on three attempts. Further investigation found conductor wire insulation damaged inside the grip routing where it was dislodged and the internal wire exposed. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on all attempts. The instrument hesitated to deliver energy on all five attempts, and system displayed error "there is a short detected." No signs of arcing or thermal damage confirmed.

Event description:
It was reported that the force bipolar instrument had stopped opening. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) contacted the isi field service engineer, but was unable to gather any additional information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the force bipolar instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue.